Manufacturer narrative:
B3: date of event is unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the air detector interlock for the set is extremely sensitive. A slight movement or "slightly not fully inserted" causes the air detector to clamp. This causes the product to be not reliable or usable. The display temperature tracks very slowly from a "cold start". It takes approx. 1 hour for it to reach the actual measured correct water temperature. Although the display temperature is currently accurate, the user has previously had a very hard time in calibrating the display temperature; as a tiny adjustment causes the display temp to be too high or too low. There was unknown patient involvement and unknown patient harm.

Manufacturer narrative:
Device evaluation: one device was received for investigation. The reported issues were confirmed during visual inspection, when the device was observed to have a cracked return tube assembly, damaged filter holder assembly, degraded main board, and a loose screw inside air detector module assembly. The investigation determined that the observed condition of the device main board would have caused the reported issues with the device functions. However, a definite root cause of the observed damages was not found. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. The device main board, filter holder assembly, air detector assembly and sensor board were all replaced.